Event description:
A malfunction alarm was reported alarm was reported. There was no adverse impact on the customer's blood glucose level as no specific blood glucose information was provided. The malfunction was noted by the customer and confirmed in the pump¿s history, but the complete malfunction code could not be confirmed. The device is being returned for further inspection, and a replacement pump with a new serial number is expected to be issued. No further information provided.